Manufacturer narrative:
The event is currently under investigation.

Event description:
During a sfa angioplasty stent procedure on a (B)(6) male patient, the physician went up and over from the left side access with no issues. The superior femoral artery was treated, however, upon removing the flexor high-flex ansel guiding sheath, with another manufacturer's wire still there; the coil within the sheath unraveled approximately 3 inches from the tip and came apart. Access was maintained but removal was not achieved. The physician opened up the incision and advanced a snare to grab the sheath for removal. There was no harm to the patient.

Manufacturer narrative:
(B)(4). Investigation - a review of complaint history, instruction for use (IFU), quality control (qc) and a visual inspection was conducted during the investigation. A visual examination of the returned device indicates a bond separation between the shaft and tip. The separated tip was 8 cm long with 1 bond intact and 4 cm of stretched oil. The shaft has 7 cm of stretched coil. Final inspection for the ansel flexortm check-flotm introducer, requires level 1 inspection of product to confirm correct size and type of tubing. There is a confirmation of the correct length of distal bonded tip as well as a 100% inspection to confirm correct length of sheath and dilators and that the correct marker band tubing has been used. The marker band must be completely covered by material, not visible and must not protrude through tubing. The IFU, cautions the end user that all catheters and instruments used with this introducer should move freely through the valve and sheath. Separation of the sheath may result when the fit is tight as well as the warning, before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage. Design verification has confirmed sheath strength. There is no evidence to suggest that product was not manufactured to current specifications. The root cause of this failure cannot be determined. The appropriate internal personnel have been notified and we are continuing to monitor complaints for similar events.

Event description:
During a sfa angioplasty stent procedure on a (B)(6) year old male patient, the physician went up and over from the left side access with no issues. The superior femoral artery was treated; however, upon removing the flexor high-flex ansel guiding sheath, with another manufacturer's wire still there; the coil within the sheath unraveled approximately 3 inches from the tip and came apart. Access was maintained but removal was not achieved. The physician opened up the incision and advanced a snare to grab the sheath for removal. There was no harm to the patient.